Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery, the trigen intertan 10s 10mm x 20cm 125degree was backing out of the patients femur and began to fail. This situation was addressed via revision surgery on (B)(6) 2022 to explant the system and replace it with a thr. Patient is recovering from the surgery as per normal.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided pilgrim intake form was reviewed the information does not aid the investigation. Consequently, without the requested clinical information or the device, a definitive root cause of the of the reported failure could not be determined. According to the report, the patient is recovering as normal. Therefore, the impact to beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that correct surgical technique is essential to a successful outcome. Proper reduction of fractures and proper placement of implants are necessary to effectively treat patients using metallic surgical implants. Please review the surgical technique for effective surgical procedures. A proper type and size of implant must be selected to insure effective treatment of patients have been identified as preoperative planning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, surgical technique and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery, the trigen intertan 10s 10mm x 20cm 125degree was backing out of the patients femur and began to fail. This situation was addressed via revision surgery on (B)(6) 2022 to explant the system and replace it with a thr. Patient is recovering from the surgery as per normal.

Manufacturer narrative:
Additional information added. Corrected data:.